Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be prematurely battery depleting (pbd) due to code 1003 which is indicative of battery voltage too low for projected remaining capacity. Technical services (ts) states that the device should be replaced and returned for more analysis. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be prematurely battery depleting (pbd) due to code 1003 which is indicative of battery voltage too low for projected remaining capacity. Technical services (ts) states that the device should be replaced and returned for more analysis. No adverse patient effects were reported. The device remains in service. Additional information was received, the device longevity indicators were incorrect, so it was recommended to replace the device in a short period of time. As a result, the physician decided to explant and replace this device. This ICD has not been returned to boston scientific for further analysis. Other than surgery, no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be prematurely battery depleting (pbd) due to code 1003 which is indicative of battery voltage too low for projected remaining capacity. Technical services (ts) states that the device should be replaced and returned for more analysis. No adverse patient effects were reported. The device remains in service. Additional information was received, the device longevity indicators were incorrect, so it was recommended to replace the device in a short period of time. As a result, the physician decided to explant and replace this device. This ICD has not been returned to boston scientific for further analysis. Other than surgery, no additional adverse patient effects were reported. This device already returned to boston scientific.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. As it was concluded that the behavior was consistent with normal battery depletion. Based on the memory log, the power usage was normal while implanted, all therapy was available while implanted. No faults other than fc1003 were observed. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 3 (device evaluation): this report is being submitted to update section h11. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be prematurely battery depleting (pbd) due to code 1003 which is indicative of battery voltage too low for projected remaining capacity. Technical services (ts) states that the device should be replaced and returned for more analysis. No adverse patient effects were reported. The device remains in service. Additional information was received, the device longevity indicators were incorrect, so it was recommended to replace the device in a short period of time. As a result, the physician decided to explant and replace this device. This ICD has not been returned to boston scientific for further analysis. Other than surgery, no additional adverse patient effects were reported. This device already returned to boston scientific.